Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported problem. The fse noted that it was impossible to reinstall the cap of the camera control foot pedal back on firmly. The fse replaced the ssc foot pedal assembly to resolve the reported issue. The system was inspected, tested and verified as ready for use. Isi received the ssc foot pedal assembly involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. Upon visual inspection, it was found that the camera pedal had came off or the cap was missing. This issue was determined to be due to a component failure. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted to isi for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: system unavailability after the start of a surgical procedure (first port incision) contributed to the procedure being converted to another da vinci surgical system. Although there was no patient harm reported, if the alleged malfunction were to recur it could cause or contribute to an adverse event. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
During a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, the customer called in to report that the cap of the camera control foot pedal on the surgeon side console (ssc) fell off. The intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer swap to the second ssc to continue with the case. The procedure was converted to another da vinci surgical system with no reported injury. On 13-oct-2021, isi obtained the following additional information from the customer regarding the reported event: the system was reportedly inspected prior to use, and no issues/errors were noted. The surgeon was able to see through the high resolution stereo viewer (hrsv) and go into following mode. The procedure was performed on a (B)(6) asian male who weighed (B)(6) kg. No additional patient-related information was available.